Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pain - vagina [vulvovaginal pain], had over an hour of pain trying to get it out - tampon [complication of device removal], string decided to come off the tampon when I tried to take it out [device breakage]. Case description: consumer contacted via e-mail and stated that the string decided to come off of the tampon when she tried to take it out, she had over an hour of pain trying to get it out. No serious injury was reported.